Manufacturer narrative:
Investigation summary: bd received one sample and one video for investigation. Evaluation of both provided evidence of a piece of plastic foreign material inside the tube. Additionally, a total of 100 retained samples were visually inspected, and no foreign material was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter -other. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before the use of the bd vacutainer® sst¿, one (1) tube was found to contain glass fragments inside. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before the use of the bd vacutainer® sst¿, one (1) tube was found to contain glass fragments inside. No adverse impact was reported regarding the patient or user.